Event description:
Overdelivery reported. The pump was set to deliver a heparin solution of unspecified concentration at 40 ml/hr. The 500 ml container was expected to deliver over approx 12 hours. A nurse noted the IV container was empty after 7 hours of delivery. The infusion was discontinued and the pt received protamine 25 mg IV due to reported prolonged lab ptt values. The pt exhibited no signs of any adverse effects and no adverse sequela have been reported.